Event description:
Richard wolf medical instruments corporation (rwmic) was notified that during a procedure a piece of the device broke off inside the pt. A search for the foreign object was performed however, it was not found. A x-ray was performed and foreign object remains in pt. Facility had backup device available and was able to completed the procedure. No injuries to pt or staff were reported.

Manufacturer narrative:
An investigation will be completed as the actual device was returned to rwmic and will be sent to manufacturer for investigation on (B)(6)2014. Fifteen devices ((B)(4), lot#1105153) were sold to user facility on (B)(6) 2011. No record of any routine maintenance or repairs since purchases. A request for additional info has been submitted to facility, no response as of (B)(6) 2014. Rwmic considers this matter closed. However, in the event we received additional info, we will provide manufacturer with follow-up info.